Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device displayed a message indicating that the biometric identifier required maintenance. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier required maintenance. The field service engineer (fse) arrived at the station and found that the biometric identifier scanner remained continuously powered on. All connections were reseated, and complete hardware test application diagnostics were performed to verify proper operation. The system functioned as intended after field service engineer repaired the device.